Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased sodium generated from alinity c processing module and provided the following data: sample ID (B)(6) initial result was 104 mmol/l and when repeated on other analyzers, the resutls were 141 mmol/l and 141 mol/l. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and found the ict probe was bent. The fsr replaced the probe and the issue was resolved. The instrument service history review revealed a previous complaint ticket (B)(4) associated with a discrepant /erratic sodium result. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaints and trending data associated with the ict probe did not identify an increase in complaint activity. A review of tracking and trending did not identify any trends for the alinity c processing module with regard to the customer reported event. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation, no product deficiency was identified for the alinity c processing module, serial number ac06790 or ict probe.

Event description:
The customer reported falsely decreased sodium generated from alinity c processing module and provided the following data: sample ID (B)(6) initial result was 104 mmol/l and when repeated on other analyzers, the resutls were 141 mmol/l and 141 mol/l. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.